Event description:
It was reported that difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was attempted using a 33mm watchman laa closure device with delivery system (wds). Difficulty was experienced attempting to fully recapture the closure device. After several unsuccessful recapture attempts, iced saline was used to recapture the closure device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman delivery system and closure device. Visual and microscopic inspection of the implant, sheath, hub, core wire, and sheath tip were performed. The delivery system was flattened along the entire length of the sheath and buckling was present 3-12cm distal of the snapping feature. A kink was identified on the sheath 14cm proximal of the tip. The tri-cuts of the sheath tip were flared and abrasions were present on the inside of the sheath tip. Anchor damage was present on the implant. The tip and anchor damage is consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis could not confirm the reported event of difficulty recapturing implant as clinical circumstances could not be replicated.

Event description:
It was reported that difficulty recapture the closure device occurred. A left atrial appendage (laa) closure procedure was attempted using a 33mm watchman laa closure device with delivery system (wds). Difficulty was experienced attempting to fully recapture the closure device. After several unsuccessful recapture attempts, iced saline was used to recapture the closure device. No patient complications were reported.